Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source was exposed to flood damage and became completely soaking wet. The issue was identified during inspection for use. There were no reports of patient involvement.